Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2016 a patient underwent endovascular aortic treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported when the delivery catheter of the contralateral leg component was removed, there was a layer on the delivery catheter which had peeled a distance of approximately 2cm. It is not clear whether the endoprosthesis was deployed, but it was reported another contralateral leg component was utilized. A large part of the line was lost in the decontamination phase of the procedure but no parts were left in the patient. The patient did well following the procedure.

Manufacturer narrative:
As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00090 was submitted in error, and is hereby retracted.